Event description:
It was reported that when the patient's ICD data was transmitted wirelessly through the home monitor, the battery voltage was not available. When the ICD data was re-transmitted manually, the battery voltage was transmitted successfully. The device remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.